Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. Their blood glucose at the time of the incident was 45 mg/dl. The customer corrected. The customer stated the insulin pump rebooted and it came up with software error detected alarm. The active insulin was cleared. The customer cleared the alarm. The insulin pump passed self-test. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.